Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of zero days. The repair had failed and the device was removed at the time of surgery. No further details were provided. Information learned from implant patient registry.